Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent a zone 2 tevar procedure for treatment of a saccular aneurysm at the level of the left subclavian artery (lsa) utilizing gore® tag® conformable thoracic stent graft with active control system devices. The patient reportedly had a prior left carotid-subclavian bypass performed on an unspecified date. The devices were implanted in a distal-to-proximal sequence. The initial and most distal device, tgmr373710, was implanted approximately 5 cm distal to the left common carotid artery. A second device, tgmr404015, was then implanted proximal to the first device, extending toward the left common carotid artery; however, due to a reported short proximal landing zone of approximately 14-15 mm, the device reportedly extended partially into the aneurysm sac. A third and most proximal device, tgmr404010, was subsequently implanted proximal to the second device to further extend the proximal seal zone, and satisfactory seal was reportedly achieved. No ballooning was performed due to concern that ballooning could displace the graft into the aneurysm sac. Coils were also reportedly implanted into the aneurysm sac through a glide catheter. Final angiographic imaging and post-procedure CT reportedly demonstrated satisfactory results with no identified issues. The patient was discharged home on (B)(6) 2026. Later that evening, the patient reportedly experienced chest pain and nausea. On (B)(6) 2026, the patient returned to the hospital. Follow-up CT imaging reportedly demonstrated a retrograde ascending aortic dissection with the apparent tear origin near the aortic root. The physician reported no signs of graft-related injury and no evidence that the proximal bare apices contacted the left common carotid artery. The cause of the ascending dissection remains unknown at this time. The patient subsequently coded and expired on (B)(6) 2026. No additional clinical information, including relevant medical history, is currently available.

Manufacturer narrative:
As it is unknown which device is directly implicated in the adverse event, the following devices will also be included in this report as components of the same system: catalog # tgmr404015 / serial # (B)(6) / UDI # (B)(4), and catalog # tgmr373710 / serial # (B)(6) / UDI # (B)(4). H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.